Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. It was reported that the patient received a heart transplant on (B)(6) 2025. No device-related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The remainder of the pump cable (including the inline connector) was returned in one segment measuring approximately 20¿. The modular cable was also returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock was disengaged prior to the pump return, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Although no device-related issues were reported, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient underwent a routine transplant and there was no report of problems regarding device operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. Whether the outcome was device or therapy related was not provided by the customer.